Manufacturer narrative:
Other applicable components: product ID 3889-28, lot# v068008, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a healthcare professional (hcp, rep) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the system was removed as a result of an infection. The issue was resolved at the time and the patient status at the time was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.